Event description:
It was reported that a total abdominal hysterectomty was performed and panacyrl suture was used in the vaginal cuff. Granulation tissue was noted post op. Daily bleeding and chronic vaginilts was also noted. The panacryl suture is scheduled to be removed in 2001.